Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as the estimated remaining longevity decreased from 40 percent remaining to 15 percent remaining over the course of approximately seven months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as the estimated remaining longevity decreased from 40 percent remaining to 15 percent remaining over the course of approximately seven months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Information later received indicates this device recorded a battery depletion (bd) alert, and an updated replacement interval was requested from the field. At this time, there is no evidence to suggest surgical intervention has been performed. Additional information received indicates replacement of the device was not possible due to morphology changes after an atrioventricular (av) node ablation done in (B)(6) 2022 due to atrial fibrillation (af). Vectors were not viable in any position. The physician will make another clinical approach as a s-ICD is no longer indicates for this patient. Another replacement window was requested, and current therapy remains on.

Manufacturer narrative:
At this time, evidence suggests this device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as the estimated remaining longevity decreased from 40 percent remaining to 15 percent remaining over the course of approximately seven months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Information later received indicates this device recorded a battery depletion (bd) alert, and an updated replacement interval was requested from the field. At this time, there is no evidence to suggest surgical intervention has been performed. Should additional follow-up information be received in the future, an updated report will be issued.

Manufacturer narrative:
At this time, evidence suggests this device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.